Event description:
It was reported when the device was being replaced for what seemed to be normal low battery, the lead impedance trends were checked. Registered information revealed that the svc coil impedance was greater than 200 ohms and was "not working properly" since (B) (6) 2007. It was thought the lead coil was broken. The connections were checked and nothing abnormal was found. A new device was implanted and the lead was connected to the new device with the lead's svc coil inactivated. An induction test was performed and it successfully terminated fibrillation. It was questioned why the device failed to detect the high measured impedances. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.